Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and was able to reproduce the reported issue. The fse replaced the pneumatic back pressure regulator and 9 psi relief valve due to clogging with sediment. The fse then performed a full calibration, functional, and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. The event site's full name was abbreviated as the name exceeded maximum character limit. The complete name is, "(B)(6)".

Event description:
It was reported that, while the customer was performing a service test, the cs300 intra-aortic balloon pump (iabp) had failed the pneumatic performance test due to the maximum pressure being too high. The iabp was producing a high drive pressure of 500 mmhg when it should have been reading 400 mmhg. There was no patient involvement or adverse event reported.